Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, while in use on a patient, an 840 ventilator had a loss of communication between the breath delivery and the gui (graphical user interface). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se updated the software to the current revision , performed extended self-testing on the device and all tests passed.